Event description:
The nurse was connecting the syringe tubing to the syringe and heard a cracking noise. The nurse inspected the tubing and noted a crack. After inspecting the tubing, this is the same tubing that has had breakage issues in the past. Incident occurred in the medication room. No patient harm. This is the third report from this facility regarding similar events with this device. This problem has occurred in more than one clinical area.